Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
There was error. The reported condition was confirmed by our technician. Error occurred during post. Spo2 pcb (s/n (B)(4) was replaced. No patient harm was reported. The device will be inspected at the local service center in (B)(6).

Manufacturer narrative:
This event is not reportable. Medwatch report 2936999-2018-00108 is an invalid report. If information is provided in the future, a supplemental report will be issued.